Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, there were high out of range shock and pace impedance measurements observed on this right ventricular (rv) lead when it was connected to the new implantable cardioverter defibrillator (ICD) device. The device header set screws were noted to be fine. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to unplug all surrounding cautery and defibrillators to ensure there was no electromagnetic interference (emi) saturating the impedances values and to also make sure they are programmed in a lead coil to device can configuration and not the triad configuration. The lead was also connected to a pacing system analyzer (psa) and the shock impedances value was still noted to be high out of range. Ts indicated that the issue must be due to a bad lead. In addition, it was noted that the patient had experience a lot of possible inappropriate shocks in the past. The rv lead was subsequently surgically abandoned and replaced prior to pocket closure. No additional adverse patient effects were reported.